Event description:
Hemocue ab received a complaint on hemocue glucose 201 from a us customer. The hemocue glucose 201 system was reported getting low readings during pt testing. The reading results given by the customer were in the 10 mg/dl range. No comparisons to other methods were made. No pt impact was reported by customer.

Manufacturer narrative:
The low measurement reported by the customer was assessed to potentially pose as a safety risk if it were to reoccur. A recall class ii has been initiated and reported to the FDA, see 3003044483-07/08/2013-001-r.